Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited intermittent loss of capture and unspecified oversensing. It was noted that the observed signals could be due to left ventricular ectopy and atrial pacing appearing on the lv channel. No intervention was performed. No patient consequences were reported.